Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x16 mm promus element plus stent delivery system was advanced for treatment. However, the device was unable to cross the ostial of the lesion despite several attempts. The device removed and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was further reported that it was a 65 % stenosed, mildly tortuous and severely calciied target lesion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x16mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the ostial of the lesion despite several attempts. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis. Examination of the stent identified no issues. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x16 mm promus element plus stent delivery system was advanced for treatment. However, the device was unable to cross the ostial of the lesion despite several attempts. The device removed and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was further reported that it was a 65 % stenosed, mildly tortuous and severely calciied target lesion.